Event description:
The customer reported that a pt was burned at the pad site during a liver ablation procedure. The burn was described as 1st or 2nd degree. The incident pad was discarded by the customer.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the customer. Add'l questions in regard to the incident have been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.